Manufacturer narrative:
Date sent to FDA: 08/07/2020. Additional narrative: it was reported that the patient underwent partial removal surgeries on (B)(6) 2017 and (B)(6) 2017. It was reported that the patient experienced adhesion, discomfort, pain, hernia and neuralgia. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 8/12/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.